Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple empty cartridge alarms were received when the customer had insulin remaining in the cartridge. Customer alleged an unspecified pump issue was causing these alarms. Customer's blood glucose level was 365 mg/dl. Tandem technical support reviewed the pump data and informed the customer that the recent empty cartridge alarms were declaring appropriately; however, the customer did not accept this information.